Event description:
Patient reported experiencing a complete separation of insulin set tubing.patient indicated experiencing blood glucose over 500 mg/dl as a result. Patient indicated that he administrated a bolus to reduce his blood glucose level. Patient indicated that he did not receive medical assistance to address this issue.